Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water leaks from the body control unit. Inspection and testing of the returned device found nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of scope cover water tightness is lost. Nozzle has foreign objects. Due to wear of angle wire the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section-rubber has a chip. Scope-cover has a scratch. Protector of universal cord on scope-connector side has a scratch. Scope cover unit has a scratch. Lock engagement lever has a scratch. Forceps elevator lever has a scratch. Right/left knob has a scratch. Up/down knob has a scratch. Switch box has a scratch. Universal cord has a scratch. Grip has a scratch. Control unit has discoloration. Control unit has a scratch. Plastic distal end over has a scratch. Foreign matter questionnaire found the following- the device was cleaned, disinfected, and sterilized the product before sent it to olympus. Unknown what was the foreign material adhered to the endoscope. It is unknown if there were any possibilities that the endoscope was used for the procedure with the foreign material attached to it. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The air/water nozzle was flushed with air and water. No abnormalities in the accessories used for reprocessing scope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.